Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Device code (B)(4). Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) could not be reviewed, as the device serial number was not provided. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. If action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted at implant due to dehiscence. The initial indication for replacement was aortic valve stenosis. This case involved a patient who was 68-y-o at the time of the explant at implant.  As reported, the patient had multiple myocardial infarctions due to massive left ventricular hypertrophy. Due to the weak myocardium, there was a dehiscence of the left ventricular outlow tract.  The explanted device was replaced with a valve model 3300tfx23mm. As reported, the procedure was successful.  The patient expired due to his poor lv function at #pod 2.